Event description:
It was reported that a patient experienced a myocardial infarction and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the myocardial infarction was unknown. On the day of the myocardial infarction, the patient was hospitalized. Two day after hospitalization the patient passed away. Treatment during the hospitalization was unknown. It was unknown what type of peritoneal dialysis therapy was being performed during the hospitalization. Peritoneal dialysis therapy was reported to be ongoing up until the time of death although the patient was not performing therapy at the time of death. The cause of death was reported to be cardiac arrest and severe sepsis. An autopsy was not performed. The cause of the sepsis was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).